Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with no physical damage. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high pressure" alarm messages. To further investigate, a functional test was performed. Customer problem was not duplicated. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. No further action will be taken.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable" alarm. No patient injury reported.